Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions on multiple occasions while charging. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.